Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, it was very difficult to pass the lead between the clavicle and the first rib. After two attempts to implant the lead the tip broke down and ceased to twist. The ipl was removed. No patient complications have been reported as a result of this event.